Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: biomed says that during ventilation the device alarmed with the tech faults and could not be cleared by hospital staff, patient was removed and placed on another vent.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: biomed says that during ventilation the device alarmed with the tech faults and could not be cleared by hospital staff, patient was removed and placed on another vent.